Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate bp2 probe, it was reported that after the consumable was properly connected to the generator and saline. The generator powered on normally. The saline was pressurized using a pressure bag. After the bipolar clamp was closed and the locking switch engaged, it was observed that the saline was blocked in the middle of the tubing, with no fluid flowing out from the clamp jaws. As a result, the generator continuously issued a high-impedance alarm. The tubing, consumable, and generator connections were reconnected, and the pressure bag was also readjusted. After repeating the setup and connection process three times, the high-impedance alarm still persisted. It was suspected that air could not be expelled from the clamp jaws, preventing the saline from flowing through the tubing. The device was replaced, and the saline flowed normally to complete the procedure. There was no adverse patient effect associated with this event.